Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed a sore and drainage at the magnet site and was prescribed a ten day course of oral antibiotics (date not reported). The implanted device remains.